Event description:
It was reported that because of the injector, the preloaded monofocal intraocular lens (iol), was striped in the middle of the lens which required an explantation. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: section b3 - date of event: unknown, as information was requested but not provided. Section d4 - catalog number: a complete catalog number is unknown, as product serial number was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.